Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges patient fell with chair and allegedly broke their leg.

Manufacturer narrative:
Device function as designed/user error possible.

Event description:
Provider alleges patient fell with chair and allegedly broke their leg.